Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and replaced the dc - dc distribution board. The ventilator passed all testing. The part will not be returning for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use that the e500 ventilator ¿turned off (loss of ventilation/ shut down)¿. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.